Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a critical pump error. The customer¿s blood glucose level was unknown. Troubleshooting was performed for critical pump error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. Device received with corroded battery tube, corroded motor home switch, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.